Manufacturer narrative:
Customer replaced sensorboard2. Device passed all tests and function tests.

Event description:
Hamilton medical ag received the following description: device alarms with disconnection on ventilator/patient side, loss of peep. Patient was bagged and replaced to another ventilator.

Manufacturer narrative:
Customer replaced sensorboard2. Device passed all tests and function tests follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. During ventilation the device alarmed with disconnection on ventilator / patient side and loss of peep. Ventilation continued. The event did not cause or contributed to a death or serious injury to a patient. The patient was manually bagged and moved to another device. The event did not cause or contributed to a death or serious injury to a patient. The provided logfiles did not cover the reported date of the event. The root cause of the event was deemed to be a defective sensor board. After replacing the sensor board, the device passed all tests and function tests and was released for use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since (B)(6) 2023.

Event description:
Hamilton medical ag received the following description: device alarms with disconnection on ventilator / patient side, loss of peep. Patient was bagged and replaced to another ventilator.